Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2010 and underwent surgery on or about (B)(6) 2019. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) patient underwent surgery [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 4-month-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as endometriosis and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2916 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2010 and underwent surgery on or about (B)(6) 2019 (discrepancy in date). As a result of essure, this plaintiff suffers from severe and permanent injuries. 2 coils visualized. Opposite os located, essure device inserted and deployed without incident. 2 coils visualized, patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen description: peritoneum biopsy uterus, with or without tubes and ovaries, other than neoplastic/prolapse specimen(s} submitted as: a. Uterus cervix bilateral tubes and right ovary; b. Left uterosacral, c. Right uterosacral pre and post-op diagnosis: pelvic and perineal pain, endometriosis. Final diagnosis: -uterus, cervix, bilateral tubes and ovary, hysterectomy with bilateral salpingectomy and right. Oophorectomy: endometrium: benign, atrophic appearing. Myometrium: adenomyosis. Leiomyoma, cervix: chronic inflammation with no specific histopathologic abnormality seen. Serosa: endometriosis involving the serosa and sub serosal myometrium. Ovary: corpus luteal cyst. Bilateral fallopian tubes: no specific histopathologic abnormality seen. -left uterosacral, biopsy: endometriosis with background benign fibroadipose tissue, -right uterosacral, biopsy: endometriosis with background benign fibroadipose tissue note: the endometrium demonstrates some atrophic features; however, these changes could be secondary to ablation in the appropriate clinical context. Gross examination: the fimbriated fallopian tubes each average 7 cm in length by 0.6 cm in diameter. The proximal lumen contain metal coils grossly consistent with essure devices. [Pregnancy test] on (B)(6) 2010: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2025: medical record received. Surgical pathology report added. Patients date of birth added. Lab data added. Additional reporter added. Concomitant conditions were added. Reporter causality comment added. Essure insertion & removal dates were updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a 40-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as endometriosis and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2916 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2010 and underwent surgery on or about (B)(6) 2019 (discrepancy in date). As a result of essure, this plaintiff suffers from severe and permanent injuries. 2 coils visualized. Opposite os located, essure device inserted and deployed without incident. 2 coils visualized, patient tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen description: peritoneum biopsy uterus, with or without tubes and ovaries, other than neoplastic/prolapse specimen(s} submitted as: a. Uterus cervix bilateral tubes and right ovary; b. Left uterosacral, c. Right uterosacral pre- and post-op diagnosis: pelvic and perineal pain, endometriosis. Final diagnosis: uterus, cervix, bilateral tubes and ovary, hysterectomy with bilateral salpingectomy and right. Oophorectomy: endometrium: benign, atrophic appearing. Myometrium: adenomyosis. Leiomyoma, cervix: chronic inflammation with no specific histopathologic abnormality seen. Serosa: endometriosis involving the serosa and sub serosal myometrium. Ovary: corpus luteal cyst. Bilateral fallopian tubes: no specific histopathologic abnormality seen. Left uterosacral, biopsy: endometriosis with background benign fibroadipose tissue, right uterosacral, biopsy: endometriosis with background benign fibroadipose tissue note: the endometrium demonstrates some atrophic features; however, these changes could be secondary to ablation in the appropriate clinical context. Gross examination: the fimbriated fallopian tubes each average 7 cm in length by 0.6 cm in diameter. The proximal lumen contain metal coils grossly consistent with essure devices. [Pregnancy test] on (B)(6) 2010: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the following amendment was made: upon internal review patient date of birth has been corrected. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.